Manufacturer narrative:
Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was received in multiple pieces with the balloon pulled off and the uterine cup disconnected. Measurements were taken, the green cervical cup was 0.208", the shaft was 0.1995", and the blue vaginal cone measured 0.200". The green cervical cup is at the high end of the spec, the shaft is at the lower end of the spec, and the blue vaginal cone is out of spec on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. For the cup component this is the only complaint for this lot number and failure mode within the past two years. For the balloon component there are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history for the balloon component revealed there has been a total of 26 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. A two-year review of complaint history for the cup component revealed there has been a total of 19 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised the following: removal and disposal of the vcare: re-attach the syringe to the lauer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cut to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cut; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5" the metal shaft and handle with balloon inflation valve. Warnings: for safe removal of the vcare device from the patient, follow instructions (section notation). Failure to separate the vaginal cup from the tissue may result in detachment of the cervical cup and/or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, was being used during a robotic total laparoscopic hysterectomy on (B)(6) 2020 when the cup fell off the device into the patient's abdomen. All components were removed intraoperatively. There was no reported injury to the patient or the user. There was no medical intervention or hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.